Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late.

Event description:
Healthcare professional reported that the patient experienced two to three months of pain prior to seeking help. The patient received an ultrasound which noted fluid collection; seroma noted as severe by the physician. At device explant capsular contracture, baker grade I was confirmed and a capsulectomy was noted to be performed. While it was reported that this is the primary diagnosis of alcl, pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left.